Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) lead pacing impedances were slowly rising. The rv lead impedance had been high. Follow up information indicated a lead warning had been triggered for the lv lead impedance. The lv impedance warning was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.